Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection found no defects. The functional evaluation found that the device was unable to generate or control negative pressure, establishing a relationship between the device and failure reported. The device did not generate alarms under expected conditions. The investigation found that this failure occurred due to the pump being defective. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history has been reviewed and similar instances have been recorded in the previous four years, and at this time it is deemed that no further actions are required in relation to this complaint. This complaint investigation is complete and has been recorded as mechanical component failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device continues to go in alarm signaling block full, even after verification of the pump, canister and dressing. There was delay between 30min and 1 hour.